Event description:
During verification testing at eh service center, the tubing set intermittently delivered less volume than expected using a test pump. The reported event was initially reported under the gemstar pump as MFR report number 9615050-2013-02715. The initial report indicated, "the customer contact reported the pt received less medication than intended. On an unspecified date and time the device was programmed to deliver tpn (total parenteral nutrition), with a 1800ml vtbi (volume to be infused), for a duration of 12 hrs, and the delivery was started. No further programming parameters were provided. It was reported after 12hrs, the customer contact reported the display indicated that 1500ml had been delivered; however, approximately 25-30% of the volume remained in the container. The device was removed from clinical use. The remaining volume in the container was not delivered to the pt. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. During testing at the user facility, the device passed testing. Though requested, no additional info was provided."

Manufacturer narrative:
One used device was received and evaluated. Testing found that the tubing set intermittently delivered less solution than expected. The probable cause be due to variation in the raw material between the body cavities of the cassette or variation in ultrasonic welder adjustments during the MFR process. The lot number of the device that was in use is unk. The customer contact identified three possible lot numbers (plots). The possible lot numbers are 281795h, 282065h, and 291615h. This report represents all the information known by the reporter upon query by hospira personnel.